Event description:
After having difficulty crossing a pda lesion with a ptca catheter, pre-dilation was finally conducted, and an attempt was made to deliver the cypher sds to the lesion. However, friction was encountered proximal to the lesion, and the sds was removed from the pt. Upon removal of the sds from the pt, it was noted that the distal end of the stent was flared. A micro driver stent was later implanted at the target lesion to successfully complete the procedure. There was no pt injury reported. The physician did not indicate any anomalies in the cypher sds prior to use.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.